Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon performed the veined jareta knotted for decannulation during a procedure, the thread frayed and next broke. A component of the device fell into the patient's cavity. Another device from the same lot was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of forty-three devices. Visual inspection noted no abnormalities and microscopic inspection of the suture noted no fraying. Functionally, a tensile test and knot run down was performed on the suture with no abnormalities and meeting specification. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.